Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities, such as external hemorrhoids. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had two (2) episodes of melena on (B)(6) 2017. His hemoglobin was 7.6 which had been slowly down trending since week prior. International normalized ratio (inr) was 1.3 and activated partial thromboplastin times (aptts) have been therapeutic between 50-70 while on the intermediate heparin nomogram. Gastroenterology (gi) consulted and planned to take the patient for an esophagogastroduodenoscopy (egd) and push-enteroscopy. Of note, the patient does have a history of external hemorrhoids and previous polyps, but no specific gastrointestinal (gi) bleeding issues. The intravenous (IV) heparin was stopped, but the patient has continued on warfarin and aspirin 325 mg. The patient was transfused one unit of packed red blood cells (prbcs) on (B)(6) 2017 with an appropriate response in his hgb from 7.6 to 8.8. The patient remains admitted to the stepdown unit at this time for close monitoring. No further information has been provided.